Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify rewind anomaly and motor error alarm due to blank display. Motor passed motor test.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. The blood glucose was 235 mg/dl. The customer was treated with the insulin pump. The customer unable to clear alarm and insulin pump rewind. Customer reported that the drive support cap appeared normal. The customer declined the high blood glucose troubleshooting. The troubleshooting was performed for the motor error. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.